Manufacturer narrative:
Historical performance of the clin chem creatinine assay (list 3l81) was evaluated using world wide data from abbott link. This review confirms no issues for this assay and shows the patient median results are neither increased nor decreased. The customer's architect c8000 serial number (B)(4) logs were reviewed. The result log showed an atypical absorbance graph for the result. The history log shows cuvette washer errors near the time of the erroneous sample results were reported. The maintenance log shows a failure of the wash cuvettes weekly maintenance procedure on the same day, near the time the suspect creatinine result was produced. There were no other complaints received for the creatinine reagent lot 91746un15. There were no trends for ln 3l81 identified. A review of manufacturing records shows the product met specifications at the time of manufacture. A review of labeling shows sufficient information on how to identify, troubleshoot and correct the issue. The initial creatinine result was flagged as "high" by the instrument and should have been repeated before being reported. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's issue as cuvette wash errors indicate dirty cuvettes which may contribute to false results. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated creatinine results on one oncology department patient in (B)(6) 2016. The results provided were: initial = 4.7 / repeated = 1.5 (normal range 0.7-1.2). There was no additional patient information provided. There was no reported impact to patient management.